Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report . B5: describe event or problem. G4: date received by manufacturer. G7: type of report, follow-up number. H1: type of reportable event. H2: follow up type . H3: device evaluated by manufacturer. H6: event problem and evaluation codes. H10: additional narrative. One osseotite® implant 3.75 x 11.5mm (oss311) was returned for investigation. Visual inspection of the as returned product identified a complete fracture on the threads of the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No pre-existing conditions were noted on the per, the patient had unknown bone density. The reported device was located on tooth # 15 (fdi) and was used for 3 years 3 months. The customer did not provide pictures or x-rays. Device history record (DHR) review was completed for the subject lot number (2015071090). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2015071090) for similar events and no other complaint was identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is avaliable at the time of this event.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4).

Event description:
It was reported that the oss311 implant fractured. The implant was removed.